Event description:
Additional information was received that the lead was later explanted and returned for reliability analysis.

Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) lead pacing impedance measurement greater than 2,000 ohms. Tachy therapy was reprogrammed to off, due to a suspected rv lead fracture. The patient was sent for an xray and was scheduled for a follow up appointment. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a lead revision was performed. Once the device pocket was open, a 90 degree kink in the rv lead was observed. Once the kink was released, the impedance measurements were within acceptable limits. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, three terminal connectors were found to be returned: the df-1 distal leg severed 4.4 cm from the pin, the df-1 proximal leg severed 3.5 cm from the pin and the is-1 leg returned severed 4.4 cm from the pin. Three sets of setscrew marks were noted on all terminal connectors. The lead segments were tested and found to be electrically continuous.